Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 54mg/dl, and their sensor reading was unknown due to it being a past event. Troubleshoot was conducted. The customer was advised of their sensor threshold suspend setting, and how their blood glucose levels went below the initial 70mg/dl setting. The customer treated the low blood glucose levels with glucose tablets. No further assistance was needed at this time.